Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with large bilateral direct inguinal hernia thereby underwent open repair with implant of three perfix plug (right - device #1, #2 and left - device #3). Per operative notes, ¿the contents of the direct hernia defect on right side were freed and reduced. The hernia sac was stapled and two large perfix plug (device #1, #2) were placed, secured using onlay patch and sutured. The contents of the direct hernia defect on left side were freed up and reduced. A large perfix plug (device #3) was placed, secured with onlay mesh and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #4). Per operative notes, ¿the indirect hernia sac was identified and separated from the cord structures. Excess sac was trimmed and reduced. A small perfix plug (device #4) was placed and secured with sutures. Too much of scar tissue was present for an onlay patch.¿ attorney alleges that the patient had nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several months post implant of perfix plug, patient was diagnosed with hernia recurrence, hematoma and scar tissue thereby underwent revision surgery. The instructions-for-use supplied with the device lists hernia recurrence and hematoma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #1). Additional emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.